Event description:
It was reported that the rep was advised of an issue with the clamps. During the case, one of the lion jaw prongs on the clamp broke off while clamping the femur. Retrieved pieces from patient and proceeded.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that reduction forceps w. Serrated jaws broke could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The breakage was caused by insufficient maintenance of the device. The corrosion between the teeth affected the surface which led to a reduction of the jaw resistivity. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the rep was advised of an issue with the clamps. During the case one of the lion jaw prongs on the clamp broke off while clamping the femur. Retrieved pieces from patient and proceeded.